Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller had patient on the line with them and they reiterated information about having magentolith therapy done. Patient stated that when provider was doing the treatment, they felt tingling down their leg/hip and ins site was warm. Caller stated that 2 days prior to the therapy, their ins was charged to 60%. Patient stated that rep indicated they would need to charge every 2-3 days but they typically get a week of stim before having to recharge. Tss reviewed compatibility with magentolith therapy and that inability to recharge/connect to ins may be related to that or it could be due to ins being depleted or something else. Rep called to review results of meeting with the patient on friday -25th. Caller met patient in office, attempted to communicate with ins at the start and end of the visit and no success. Patient did not complete passive recharges at home because "they didn't see the point". Patient had charged the controller. Caller did 40 minutes of passive recharge with patient in office and no change. Got 98 in center. Caller used a second controller with no success. Caller disabled and enable 3 times with no change. Caller reviewed with the dr and doctor recommendation is to replace the ins since the system was working fine, prior to the emtt appointment. Doctor told patient to decide if they want a whole new system or just the ins - appointment will be set to review for 5 weeks. Caller had stated the therapy had been working prior to the emtt. During the emtt the patient felt stim down his legs and then the ins was burning hot and tech finished are over shoulder and neck. Caller reported leads are at t8 area. After emtt patient got in his car and tried the controller and showed no device found.

Event description:
It was reported that a patient with an implanted pain stimulation implantable pulse generator (ipg) experienced recurring connectivity issues, inability to recharge the implanted battery, activation of passive recharge mode, and an orange triangle warning stating 'unable to recharge.' The controller displayed messages such as 'can't be found' or 'no device found.' The patient reported a tingling sensation down the leg when a magnet was passed over the lead and a warm sensation around the neck when the magnet was kept there. There was a lack of therapeutic benefit after permanent neurostimulator implantation compared to the test stimulation. The patient experienced back pain, for which magnetolith therapy was used, despite this procedure being contraindicated in individuals with an implanted neurostimulator. The patient stated that stimulation was turned off during the magnetolith procedure, but the magnet was moved over the lower back and neck, resulting in the described sensations. The patient was advised to contact their healthcare provider for further management. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.